Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc button. The connector was inspected and locked on lcd board. No button error alarm and frozen screen noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and frozen display on insulin pump. Customer's blood glucose value was 340 mg/dl. Customer declined troubleshoot for high blood level. The product was returned for analysis.